Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that following a system extraction due to infection, the physician attempted to implant new leads but experienced difficulties with the right ventricular (rv) lead helix mechanism. When the rv lead was inserted into the vein, the helix did not deploy correctly. The physician alleged that tortuous patient anatomy could have contributed to the helix mechanism difficulties, but when the lead was tested outside of the patient, the helix still did not fully extend. The lead was exchanged and a new rv lead was implanted successfully with no adverse patient effects.